Event description:
Country of complaint: (B)(6). Thread detached from the needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were MFR'd & distributed; there are no units in stock. Received (B)(4) closed sample. Tested the needle attachment of the closed samples rec'd & the results fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process & the results during fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.